Manufacturer narrative:
All operating currents are within specification. No unexpected low battery power alarms noted. Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery. Motor may have had an intermittent failure not detected during our testing. Unable to complete functional test including occlusion test,prime/a33 test, and excessive no delivery alarm test due to motor error alarm. Unit received with minor scratched lcd window and cracked reservoir tube lip. Pending motor test...

Event description:
Customer states she received a motor error alarm. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer was advised that her insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
This report is provided because our original medwatch was submitted with incorrect device evaluation codes.